Event description:
The international affiliate reports that the home pt's mini-cap transfer set leaked within three months of use. The samples are available. There was no pt injury or medical intervention reported.